Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss was observed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, the proglide device failed to deploy the suture. The sutures of two new proglide devices were successfully pre-placed. The aaa intervention was performed with a maxium sheath size of 20f and hemostasis was achieved with the pre-placed sutures of the two proglide devices after the aaa. The physician is reportedly trained in the use of the proglide device and pre-close technique. No additional information was provided.